Event description:
Medtronic received a report the ett tracheal tube had a cuff leak. Customer indicated patient was re-intubated successfully. The sample was discarded and will not be returned for investigation.